Event description:
It was reported the patient received the following results within 15 minutes: 469 mg/dl and 207 mg/dl. The package the vial was contained in had an expiration date of 2021, the expiration date on the vial was (B)(6) 2018. Nevertheless, the customer stated he had not used expired strips.